Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose level was 449 mg/dl, at the time of incidence. Customer declined to troubleshoot for high blood glucose level. Customer did received change sensor alert. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.